Manufacturer narrative:
Based on the claim against the product by the customer noting failure to unclamp, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler instrument was analyzed and the complaint regarding unclamping failure was not confirmed by failure analysis. The sureform 60 stapler instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was fired with a sureform black 60 reload. A review of the log showed multiple incomplete clamping events, but no unclamping failures were observed. Hi-foam challenge test was performed and passed. Isi also did receive white sureform 60 reload that was returned with the sureform 60 stapler and evaluated by the failure analysis. The white sureform 60 stapler accessory was analyzed and the complaint regarding unclamping failure was not confirmed by failure analysis. Upon visual inspection, the reload appeared to be unused and unfired. The reload was fired successfully with an in-house instrument when placed on an in-house system. All staples deployed from the reload.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the stapler tip locked down and would not open, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the sureform 60 stapler tip locked down and would not open. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified after first inserting the stapler into the patient. The stapler jaws never opened and were never stuck on tissue.